Event description:
Pt was undergoing lower anterior colon resection. During the procedure, the stapler misfired. Surgeon stated "product stapled on one side, made 1/2 of a circular line and didn't cut." The surgeon felt there was damage to the staple line and a colostomy was necessary.